Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "hi" blood glucose result. Expected fasting blood glucose test result range is 190 to 300 mg/dl. Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 571 mg/dl and 520 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of "hi" blood glucose result. Expected fasting blood glucose test result range is 190 to 300 mg/dl. Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 571 mg/dl and 520 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 339mg/dl (B)(6) 2015 12:17pm; hi; 472mg/dl (B)(6) 2015 12:55pm; 377mg/dl (B)(6) 2015 10:58am; 339mg/dl (B)(6) 2015 09:22am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).